Event description:
Per received report, the tip of the guiding catheter neuropath is alleged to have created a dissection and thrombosis of the left vertebral artery. As a result, the patient was administered with an anti-coagulation medication heparin. Overnight, the patient was reported to developed hematoma in the vertebral artery. A follow up report was received (B) (6) 2009 that the patient expired.

Manufacturer narrative:
The product was not returned for analysis. Without the return of the product, the root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies that were pertinent to this issue. We are not aware of any allegation by the hospital that the patient's death was related to the use of our device.